Event description:
Reportedly, on (B)(6) 2019, an alert regarding abnormal atrial and ventricular leads impedances has been sent via the subject remote monitoring system. However, no anomaly was observed with the ICD on the transmitted patient files.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019, an alert regarding abnormal atrial and ventricular leads impedances has been sent via the subject remote monitoring system. However, no anomaly was observed with the ICD on the transmitted patient files.